Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported leak could not be replicated in a testing environment, due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported leak appears to be related to operational context and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that the 3.25 x 8 mm nc trek balloon dilatation catheter (bdc) was successfully prepped and advanced to the lesion. During inflation, a contrast leak around the hub of the catheter was noted. The bdc was removed from the anatomy without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.